Event description:
It was reported that a pt with ischemic cardiomyopathy received three inappropriate shocks from the concomitant "ICD". Intermittent noise on the pace sense lead was observed on the electrograms. At explant, the lead pins were tested with no overt evidence of impednace measurements found. The lead removed due to noise.